Event description:
It was reported that stent dislodgement occurred. A 3.00 x 24mm synergy drug-eluting stent was selected for treatment. However, the stent dislodged from the balloon upon opening the package. The procedure was completed using an alternate device. No patient complications were reported.